Manufacturer narrative:
The asr was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product an/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered injury, pain and high concentrations of various metallic elements in his blood. There is no new information that would change the outcome of the investigation.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address pain and mechanical problems, punching and squeaking. MRI demonstrated a large fluid collection that extended up into the psoas tendon sheath.